Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown v40 head. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he notice corrosion on head taper and stem trunnion.

Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he notice corrosion on head taper and stem trunnion.

Manufacturer narrative:
Corrected explant date based on additional information. An event regarding corrosion or infection involving a v40 metal head was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review indicated there have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lot. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.